Manufacturer narrative:
Discrepant troponin t hs results were provided for additional patient samples. On (B)(6) 2024: sample (B)(6) initial result from e801 module serial number (B)(6) was 23.8 ng/l. The repeat results were 5.11 ng/l and 5.38 ng/l. The sample was repeated twice on e801 module serial number(B)(6) with results of 5.23 ng/l and 5.59 ng/l. On (B)(6) 2024: sample (B)(6) initial result from e801 module serial number (B)(6) was 23.8 ng/l. The repeat result was 5.87 ng/l. The sample was repeated twice on e801 module serial number (B)(6) with results of 5.66 ng/l and 5.58 ng/l. The sample foam detection (sfd) images provided show that the samples were affected by a film and white particulate matter (wpm) for the initial results. For the subsequent results, the film was either partially or completely removed. The investigation determined the event was due to a sample quality issue at the customer site.

Event description:
We received an allegation of discrepant results for (B)(4) patient samples tested for elecsys troponin t hs (troponin t hs) on 3 cobas e 801 analytical units. Refer to the attached data for the patient results.

Manufacturer narrative:
The troponin t hs reagent lot number used for the test in (B)(6) 2023 was 688155 with an expiration date of 30-apr-2024. The troponin t hs reagent lot number used for testing in 2024 was 725740 with an expiration date of 30-nov-2024.